Event description:
It was reported the failed back surgery syndrome patient ¿felt no stimulation¿ from their second lead at the time of implant. It was further reported there was no stimulation despite adjusting output to 10.5 volts. Impedance testing was performed and found the lead¿s impedance values were ¿normal¿ with values ranging from 700-900 ohms. The patient¿s first lead was then moved to the same position and given the same output voltage and a sense of stimulation was attained. A replacement lead was used as a result and ¿stimulation was achieved at around 1 volt.¿ upon replacing the lead, ¿the operation was completed after that without problem¿ and ¿the operation ended successfully.¿ it was noted that ¿ultimately, the operation went well and the patient was not hurt.¿ there were ¿no¿ health hazards to the patient from the event. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant: product ID 97791, lot# unknown, product type accessory. Product ID 977a260, lot# va0tz8v001, product type lead. (B)(4): device evaluation: analysis of the lead found no anomaly.